Event description:
Device malfunction description: d0101_fault prompt. Use process description: during the daily testing of the equipment, the nursing staff found that the equipment reminded the connection line alarm and the maintenance light turned on. Event cause analysis description: after replacing with the normal lead line with the same model and batch, the fault was still not eliminated, the manufacturer's maintenance department needed to provide support to perform the internal control board parts of the equipment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).